Event description:
Person requiring CPR, which was started by first responders. Nurse team arrived with AED (automated external defibrillator) and continued CPR. Placed pads and hooked to AED. Reading said "memory full." CPR continued. Paramedics arrived with ambulance, took over CPR, intubated, inserted IV, and transported to hospital. Placed on monitor en route, flatline. Pronounced upon arrival.